Event description:
A malfunction was reported with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump at the time of the call, so technical support provided information on how to reset the pump and encouraged the customer to call back if further assistance was needed. No further action was required.